Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump was squirting insulin. Customer has used three different infusion set and reservoir and issue persists. Customer's blood glucose was 14 mmol/l. The insulin is squirting out during the prime process. Troubleshooting was performed and in the device alarm history it was noted the device had alarmed a broken force sensor was detected during setting or regular delivery. Customer has been experiencing blood glucose from 20 to 3 mmol/l. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.